Manufacturer narrative:
The affected legion cr nonporous femoral component was not returned for evaluation. A review of the manufacturing or product specifications for the listed batch did not reveal abnormalities that could have contributed to the reported issue. The device was manufactured in 2015. Our clinical evaluation noted that there are no clinical documents to be provided for review. Therefore based on the lack of information, a thorough clinical assessment cannot be performed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a surgical intervention was performed due to limited flexibility.